Event description:
The customer stated that the new clinical chemistry creatine kinase reagent lot # 52044hw00 is yielding biorad quality control results out of range low. Level 1 expected 152 u/l, yielded 50 u/l. Level 2 expected 504 u/l, yielded 166 u/l. The issue was not resolved with different cartridge ck reagent of the same lot. There was no impact to patient management reported.

Manufacturer narrative:
An investigation has determined that some cartridges with ck lot # 52044hw00, expiration october 19, 2007, may cause decreased qc and / or patient results, increased imprecision, and error code 1054 (unable to calculate result, reaction check failure) when a cartridge is initially placed into use on the architect csystems. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.